Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45360) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported that on (B)(6) 2011 at approximately 10:00 am he received a reading of 240 mg/dl (or 247 mg/dl) on his precision xtra blood glucose meter. The customer also reported he felt a burning sensation in his chest, and also experienced vomiting and sweatiness. The paramedics were called and tested the customer's blood glucose obtaining a reading of 400 mg/dl. The customer was placed on a heart unit, and fluids were administered (route of administration is unknown). The customer additionally reported he was transported to a health care facility where he was diagnosed with diabetic ketoacidosis and treated with fluids, insulin and potassium. The treatment was reportedly a change to the customer's normal medications. There was no report of death or permanent impairment associated with this event.